Manufacturer narrative:
The cause for the low advia centaur xp tsh3-ul result is unknown. A field service engineer went on site and performed a total service call, including calibrating the probes, replacing reagent prove 1 heater coil due to intermittent volume check errors. The luminometer was cleaned and fluidic functionality was verified. The wash station dispenses were good. Qc was in range. No hardware causes were identified. Siemens continues to investigate. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer observed a sample that had a low advia centaur xp tsh3-ultra result that was questioned by the physician. The result from a second sample from the same patient was higher. There are no reports that treatment was altered or prescribed or adverse health consequences due to the low advia centaur xp tsh3-ultra result.

Manufacturer narrative:
MDR 1219913-2017-00050 was filed with FDA on march 10, 2017 regarding a low advia centaur xp tsh3-ultra result that was higher upon repeat testing. April 6, 2017 - additional information: the customer repeated all samples that were flagged as high or low during the period of january 26, 2017 and january 28, 2017 and found no further discrepancies. Sample handling or sample preparation is the most likely cause of the discrepant result. No further investigation required.